Event description:
Customer reports that the device read 90mg/dl on the doctor's device while his device read 225mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.